Event description:
It was reported that, "hip revision for pt with 28mm head, series ii liner 10 degrees. Pt had traumatic event where poly lip was broken and revised with 20 degrees 28mm head."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.